Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the usb cable was unable to charge the pump. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level was 83 mg/dl. During troubleshooting with tandem technical support, the customer was able to charge the pump with an alternate cable and resumed insulin therapy.